Manufacturer narrative:
Concomitant medical products: dtmb1d4 crtd implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead r-wave measurements had decrease from previous range and the left ventricular (lv) lead had an increase in threshold measurements. It was noted that the patient was experiencing chest pain. Both leads remain in use. No further patient complications have been reported as a result of this event.